Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician was using a taxus express2 3.0x12mm drug eluting stent to treat a lesion in a heavily calcified right coronary artery when a dissection occurred. No further patient complications occurred.